Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. The event was reported by a health care professional to a logistic personnel. It was reported that the health care professional had discarded the retail box and was therefore, unable to provide any product lot info. Since the lot information is unavailable, we are unable to determine the specific manufacturing site, thus both potential manufacturing site numbers are listed below. No additional event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluations not expected.

Event description:
A health care professional reported that upon opening a retail box that contained a fecal management system kit, they noticed that the white inflation port was detached. The product was not used on a pt.